Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The customer indicated that the pt had a positive (+) home pregnancy test (test kit name was not provided). The pt was sent to the lab for a serum test. A serum sample was collected from the pt on the same day and the result was positive. The customer did not provide the test methodology used to obtain the positive test results. There has been no change to pt treatment can be attributed to this event.